Event description:
It was reported the patient fell "some time ago" and perceived no paresthesia in his leg following the fall. During a revision high impedances, greater than 10,000 ohms, were noted on all contacts and the patient's lead was replaced.

Event description:
Additional information indicated that the lead conductors had not been stretched. After scanning electron microscope (sem) analysis was performed, it was confirmed that the break looked like a fatigue failure. It was similar to the breaks usually seen at the anchor sites. It was suspected that the conductors had been intact when still implanted but had been weakened due to normal use, and the sudden impact from the fall had "finished off the breaks."

Manufacturer narrative:
Product ID 3877-45, lot # 0204225160, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead.

Manufacturer narrative:
Analysis of the lead found that all conductors in the lead body were broken at the titan anchor site.